Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided an inappropriate shock and multiple untreated episodes due to non-physiological artefacts. The artefacts are reproducible in secondary and alternate vectors with slightest movements of the left arm. The x-ray shows proper electrode insertion and a sharp bent close to the device header. It was advised to continue monitoring the patient. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system provided an inappropriate shock and multiple untreated episodes due to non-physiological artefacts. The artefacts are reproducible in secondary and alternate vectors with slightest movements of the left arm. The x-ray shows proper electrode insertion and a sharp bent close to the device header. It was advised to continue monitoring the patient. The s-ICD system remains in service. No additional adverse patient effects were reported.